Event description:
It was reported that a pt underwent a sling procedure in 2008. During the procedure, the sheath was hard to remove and it ripped on the first attempt at removal. After pulling off the sheath, the mesh was then too tight and the surgeon had to loosen the mesh to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 06/16/2008. Sheath splits/cracks/breaks - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.